Event description:
Boston scientific received information that this device and right ventricular lead displayed noise and high out of range impedance measurements. A lead revision was performed. During the procedure, it was determined there was no issue with the lead, but rather with this device set screws. A replacement procedure is intended. The lead remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was obtained. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
When the device replacement procedure has been performed and returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection found the df+ setscrew seal plug was missing and the setscrew retainer washer was flexed outward and the setscrew had been rounded out (image 1), likely as a result of excessive loosening of the setscrew. All other setscrews and seal plugs were free of damage and functioned appropriately. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device issues that would have caused or contributed to the observed noise, oversensing, and high pacing impedance measurements.